Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been using the device since the external device broke one year ago. The external presents a lot of noise when heard with the microphone test device and couldn't be read with the max interface.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly re-implantation is not scheduled and the recipient is a non-user.

Event description:
The recipient has not been using the device since the external device broke one year ago. Re-implantation is not being considered at this time.